Manufacturer narrative:
The insulin pump passed the unexpected restart alarm error test and displacement test. Intermittent button response noted during testing due to corroded keypad traces. The device had a cracked case on the display window corners, cracked lcd window, scratched lcd window, broken reservoir tube lip, broken belt clip slot, and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm and keypad anomaly. The blood glucose at the time of the incident was 120 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.